Event description:
It is reported that the tip of the 3.5mm hex head screwdriver broke in use while securing an implant screw. The tip segment could not be extracted from the screw head and remains implanted. The residual segment of the broken screwdriver tip is not released by the clinical facility. This report is filed as a result of the unanticipated foreign material, not intended for implantation, remaining within the surgical site. (B)(4).

Manufacturer narrative:
The device is a class I reusable surgical instrument. There is no associated 510k. The tissue of tool tip breakage is known to occur from excessive or long term repeated application of torque in clinical use. The replaceable tip of this device is intended for short term (4-5 applications) of reuse before replacement. The device is not returned for evaluation. No further information is anticipated in this event.